Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to other (hba1c test) and feelings/normal result(s). The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions on (B)(6) 2011 and obtained/verified the following information. The patient informed the mss that his testing frequency is twice daily and manages his diabetes with oral medication of actos (30mg/1x daily), metformin (1000mg/2x daily), and amaryl (1mg/1x daily). The patient reported the alleged issue began on (B)(6) 2011 at 9:00pm. The patient reported a blood glucose result of "228 mg/dl" with the subject meter. At the time the alleged issue began, the patient stated he continued to administer his oral dose of medications as usual. The patient stated he had the following symptoms of "sweating, feeling cold, shaking, and wobbling" an hour after the alleged issue began; which he associated as low blood sugar symptoms. In response to his symptoms, the patient clarified and confirmed drinking 2 glasses of orange juice. Within 15-30 minutes later, the patient stated he felt better. At the time of the alleged issue, the patient confirmed no other blood glucose device was used. At the time of troubleshooting, the cca noted the patient subject meter's unit of measure was set correctly; however a quality control solution test was not performed because the control solution vial was expired. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.